Event description:
The valve was implanted on 6/22/96 and revised on 11/20/96 due to overdrainage. The dr. Believes that the siphone control mechanism was not operating for two months prior to its replacement as the patient developed a low pressure syndrome, CT scans disclosed near disappearance of lateral and third ventricles.

Manufacturer narrative:
The returned product was evaluated by medtronics ps medical for patency, pressure/flow characteristics, preimplantation pressure and siphoning. The returned product met medtronic ps medical specifications for siphon, patency and pressure/flow specifications for siphon, patency and pressure/flow at 5.0 ml/hr (-50cm hp), but did not meet specifications for preimplantation pressure or pressure/flow at 50.0 ml/hr (-50cm hp), 50.0 ml/hr (0 cm hp) and 5.0 ml/hr (o cm hp). The valve was dissected to determine the cause of the low pressure/flow values. Proteinaceous material was found under the membrane seat area. The presence of this material is the most likely cause of the low pressure/flow values and reported overdrainage.